Event description:
Called to delivery of baby, upon setting up emergency airway equipment, the neo-tee resuscitator peep valve was malfunctioning. This has happened before multiple times with this piece of equipment which is single use. The problem seems to be the peep valves metal spring and the orange plastic screw cap used to set the peep, sticks or this time would not hold the peep pressure at all. The user had to grab a new neo-tee urgently and that one had same issue but the user was able to unscrew orange cap and rethread it on and the peep pressure worked.